Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was leakage from the channel of the device. The device cover had a crack. The bending section rubber glue was damaged. Insertion section and control section had scratches. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed a similar complaint and surmised that this phenomenon was attributed to some kind of physical stress or chemical stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the device channel had a malfunction during pre-cleaning. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.